Event description:
Physician's assistant from the emergency room reported on behalf of the consumer and stated the string from a pessary was not accessible for removal of the pessary from the consumer's vaginal cavity. The physician's assistant was recommending an x-ray. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
The primary di and production identifiers of expiration date and lot number were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.